Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue through review of software logs and device testing. Stryker cleared certificates in the device software which resolved the boot issue. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. Stryker archived this device and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found the device would keep rebooting and not power up as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found the device would keep rebooting and not power up as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation on a non-critical issue and verified the device failed to complete the boot-up cycle. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.